Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the flap was incomplete and difficult to open in the left eye. The treatment was completed with no patient harm. No additional treatment needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of the logfiles for the day of treatment shows two successfully performed treatments without error or relevant warning. According to the provided information the reported treatment could be linked to the second treatment. The user was able to achieve good and stable suction values without problems and the treatment was performed successfully. Further the energy stayed stable during the treatment. No technical problem with the system can be identified by reviewing the logfile. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the treatment. No abnormalities or deviations can be identified by the logfile review. No technical root cause was identified. (B)(4).